Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l2100595 investigation did not show issues related to the complaint.

Event description:
A clip got broken at ligation during a laparoscopic surgery, and a broken piece of the clip fell in the patient, but it was withdrawn. After that, the user checked the patient's body including vessels, ligation area including clips, the applier that was used on the patient, and there were no problems found.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73f2200962, the samples were functionally inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A clip got broken at ligation during a laparoscopic surgery, and a broken piece of the clip fell in the patient, but it was withdrawn. After that, the user checked the patient's body including vessels, ligation area including clips, the applier that was used on the patient, and there were no problems found.